Event description:
Home health nurse went to the home to visit patient, and noticed a bump on his head. She sent him to the hospital, and it was determined that he had a concussion. He was later released and is ok. The nurse told me that he told her he had sat up in bed, put his head between his knees, the foot-end of the mattress come up and he fell out of bed. The patient was called directly, he said that he was out of bed and sat down on the side of the bed, the foot-end came-up, the fell and hit his head on the bed-side table. As we talked, a service provider came to switch out the mattress, and found the remote control for the bed frame up under the covers. The patient now believes that he accidently sat on the remote control for the bed frame, thus activating the gatch for the knees, thus causing the lower end of the mattress to come up. The mattress was replaced and the patient is using the replacement mattress with no further problems. He now keeps his remote control on the bed-side table. The returned product was inspected, and tested with no problems found.